Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was fractured near the tricuspid valve resulting in oversensing and failure to capture. The device was reprogrammed to only sense and a temporary pacemaker was inserted. Patient was recovering.